Event description:
It was reported that the lead had high impedance, high sensing integrity count indicating oversensing and an apparent conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert was triggered. There was one patient alert for lead failure predictor on (B)(4) 2011. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and (B)(4) 2011. The weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance= 779 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2011. Ventricular short interval count v-sic=265.2 counts avg/day, in 7.0 days, between (B)(4) 2011 and (B)(4) 2011. There were fifteen ventricular nst<=210 ms on (B)(4) 2011.